Event description:
Following the initiation of extracorporeal circulation, it was noted that there was a decrease in the pt's arterial blood oxygen-saturation levels. The blood oxygenator was changed out during the procedure and the surgery was completed without any further incident-and there was no injury to the pt.